Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level 470 mg/dl. The customer that it must have been a fluke was able to treat with the insulin pump to get back down to a stable level. The customer had no symptoms. The customer treated with the insulin pump. The customer did not troubleshoot past event. The customer declined troubleshooting for the high blood glucose level. The insulin pump will not be returned for analysis.